Manufacturer narrative:
(B)(4). It was clarified that the reload was not dropped/fell out of the device. When the device was first handed to the surgeon, a reload was not loaded into device. It was immediately given back to coordinator and loaded, then handed back to the surgeon. The patient was a liver recipient and it was confirmed that they received 200+ units of blood.

Manufacturer narrative:
(B)(4). Additional information received on mw5079270 upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable death, and has been revised to a serious injury. Per reports, during a liver transplant when the surgeon was dividing the r hepatic artery, there was a misfire of the stapler and the entire stapler line ripped open, creating a huge hole in the ivc causing massive bleeding. Between manual compression and vascular clamps, they were able to remove the liver. With active massive resuscitation by anesthesia and assistance with cardiac surgery, the ivc was repaired. This dramatically increased the time of the liver transplant on an already difficult, high risk case. What was described by the surgeon is after deployment of the staple load, the staples poured out into surgical site in various stages of deployment. Some were slightly curved, and others appeared to have not deployed at all. Per the scrub, the load was placed like it always is with the yellow cap on it, and the load was loaded correctly or the stapler would not fire. Unfortunately, the case was very complicated even without this incident secondary to the pt's pervious surgical history and the case lasted another 5 hours to complete the transplant during which time the pt was unstable, received significant products and the scrub forgot to keep the stapler and loads at the end of the case. Thus we do not know the lot number etc. The scrub did speak with the rep a few days later, but without the actual stapler or knowing the lot number, they are unable to further investigate. This is the first time this facility has had this occur with this particular product. The pt made it out of the operating room with an open abdomen and chest and returned to the operating room 3 other times over the next few days, but unfortunately did not survive. While this event did complicate the course, after significant discussion with the surgical team, it was not determined to be cause of mortality.

Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what was the cause of death? Unknown patient died 3 days after procedure. Was an autopsy performed? If so, can the results be shared? Unknown. Can it be confirmed that the entire width of the compressed vessel was proximal to cut line and no extraneous tissue was tissue was distal to cut line? No tissue was distal. Did the surgeon wait 15 sec. After closing jaws prior to firing? Unknown. What is the surgeon¿s experience with device? He¿s been using the device for several years can additional information be provided in regard to staple form? Physician stated that some were formed and some were right angled and not formed. He stated that once they opened he was able to pick some of the non-formed staples out. Was a transfusion given to patient? If so, what was the quantity? Yes. A blood transfusion of 200 units was given. Does the surgeon believe that the issues experienced with device caused or contributed to the patient death? Contributed yes . The patient was a liver transplant recipient.

Event description:
It was reported that during a liver resection, before the stapler was introduced into the patient, the scrub tech inserted the reload in the stapler, the reload fell out of the gun on the table, was reinserted into the stapler, retaining clip was off, then the device was introduced into the patient. The doctor closed the stapler over the right hepatic vein, fired the stapler and the staple line fell apart. The doctor removed the device from the patient, converted to an open procedure, to get to the vessel to clamp and control bleeding and clamped the vessel. With the vessel clamped, the doctor removed some of the staples, to allow for suturing of the vessel and noticed some of the staples were fully formed and some were not. It was not reported if blood products were used for blood loss. The procedure was completed and the patient was sent to recovery. On (B)(6) 2018, the patient expired.